Manufacturer narrative:
The product has not been returned, and it is unclear if it will be available in the future. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.

Event description:
Date of event: best estimate is (B)(6) 2010. According to the information received, the end user found a catheter with the tip cut off. The end user opened the top to put water in and the catheter would not pull out. The packet ripped right open and the catheter was only approx 3/4 of usual length.